Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that a request was made to have data from this implantable cardioverter defibrillator (ICD) analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate; they were no longer be relied upon to determine the depletion status of the device. Device replacement was recommended. The ICD has been explanted and a new device implanted at the same surgical procedure. No additional adverse patient effects were reported.

Event description:
It was reported that a request was made to have data from this implantable cardioverter defibrillator (ICD) analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate; they were no longer be relied upon to determine the depletion status of the device. Device replacement was recommended. The ICD has been explanted and a new device implanted at the same surgical procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.